Event description:
It was reported that the patient underwent an l5-s1 plif using rhbmp-2/acs. Post-op, the patient "had bone overgrowth onto the l5 nerve root, causing pain and numbness in left lower leg and foot with an inability to walk normally. I could not bring my foot up at the ankle nor raise my toes upward. Revision surgery was done 2009, but the numbness and pain are permanent. Bone has continued to grow since the revision surgery, now also causing pain on the outer side of my left thigh."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.